Manufacturer narrative:
Correction: the initial MDR inadvertently reported that the patient outcome was satisfactory, but patient outcome is unknown. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional investigation requests for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had to change the intraocular lens (iol) due to a broken capsule. Through follow up, the customer provided additional information confirming that the iol was fully inserted and that there was no incision enlargement, no serious patient injury and no sutures. A vitrectomy was performed and the patient is doing is well post-procedure. A 3-piece lens was used to complete the procedure. No additional information was provided to johnson and johnson surgical vision, inc.